Event description:
The user facility reported that the distal portion of a catheter became separated during an arteriogram procedure. Communication with the user facility confirmed the following: the patient's anatomy was described as being "tortuous"; the distal section of the catheter (estimated to be 12-inches in length) reportedly "broke off" in the patients artery during the procedure; the detached material was successfully retrieved using a snare device; the initial procedure was completed successfully; the patient was reported to be "fine"; and the patient has been released from the hospital.

Manufacturer narrative:
The involved device was not returned for evaluation. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies and performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that indicates this event was related to a defect or malfunction of the catheter. Although the cause of the reported event cannot be definitively determined based on the available information, the most likely causes are related to either continued attempts to withdraw the catheter against resistance, or damage by another device during use. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).